Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient experienced pain at the pocket site starting approximately (B)(6) 2021. They were on program c3 at 1.3 volts. They were advised to turn their device off and make an appointment to be seen. The issue was not resolved at the time of the report. Additional information was received on (B)(6) 2022. It was noted as for diagnostic test showed imaging (x-ray, MRI, CT scan, etc) specify results: stable appearance of sacral nerve stimulator date of test: (B)(6) 2022 that the system was explanted. Examination specify results: mildly tender on deep palpation date of test: (B)(6) 2021. Device was explanted and resolved without sequelae (B)(6) 2021. No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.